Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) detected intermittent impedance jumps in the last couple of weeks on a competitor's right ventricular (rv) lead. The pacing impedance measurements have been quite stable but recently there were spikes to 1100, 1700 and now greater than 3000 ohms. There is some low level noise but is not being oversensed by the device. Isometrics were performed and could not reproduce any noise. Boston scientific technical services (ts) recommended monitoring the patient.